Event description:
It was reported that the fiber cap detached at 37428 joules into the case. The detached piece was retrieved and the case completed with another fiber. There was no report of patient injury.